Event description:
Customer reported sparking at the prongs. She stated no fire, no smoke, no shock, and no melted housing.

Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power cord be returned for eval. The defective power cord has not been rec'd at medela as of (B)(4) 2013. A product eval confirmed customer reported problem as there were burned and melted areas on the ac blades. The product eval also revealed the transformer housing cracked in half, exposing inner electrical circuitry, which is a safety risk. Customer f/u was not successful. Should add'l info be rec'd, resulting in a new, changed, or corrected info, a f/u report will be filed at that time. This issue with a (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Eval summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry and also found burned and melted areas on ac blade. A visual examination of the cord revealed nothing unusual. The power supply voltage across the dc plug was not tested. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 55.10 ohms, which is normal and indicates that the thermal fuse did not blow.